Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be faulty control panel. However, there was insufficient information to confirm this potential root cause. It was noted that the device was receiving a non-recoverable system error 80 (the control processor failed to detect a simulated water temperature fault). Guided through turning arctic sun device off and on and restarting therapy. Advised device will need to go to biomed if the alarm comes back. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse getting non-recoverable system error 80 (the control processor failed to detect a simulated water temperature fault). Guided through turning arctic sun device off and on and restarting therapy. Advised device would need to go to biomed if the alarm comes back.

Event description:
It was reported that nicu nurse getting non-recoverable system error 80 (the control processor failed to detect a simulated water temperature fault). Guided through turning arctic sun device off and on and restarting therapy. Advised device would need to go to biomed if the alarm comes back.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be faulty control panel. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800300 rev 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse getting non-recoverable system error 80 (the control processor failed to detect a simulated water temperature fault). Guided through turning arctic sun device off and on and restarting therapy. Advised device will need to go to biomed if the alarm comes back.